Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cardiosave intra aortic balloon pump (iabp) had top lcd defective. No patient was involved.